Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device requested, not yet received.

Event description:
During a total knee arthroplasty, the surgeon had to recut the distal femur. Initially 7mm of bone was resected instead of 9mm. The distal femoral cut guide had not been secured properly; one screw was loose and one screw was missing. This resulted in an unknown length of extension of surgical time.